Manufacturer narrative:
The device was returned to edwards and the evaluation is anticipated but have not yet begun. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Supplemental MDR will be submitted upon completion of the device evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve was explanted after an implant period of approximately nine (9) years. The reason for explant was severe prosthetic valve aortic stenosis. The operative report indicated that there were calcification debrided and excised from the aortic annulus. The surgeon reported that there was no concern on this valve, and patient is doing fine. A replacement 23mm bioprosthetic valve was implanted.

Manufacturer narrative:
Additional manufacturer narrative: at the time this device was returned, information was received indicating this device has been exposed to (B)(6). No precautionary measures had been taken by the health care provider to eliminate the health risk exposure to (B)(6) by anyone handling this device; therefore, measures were taken to safely dispose of the device. For this reason, the device was not able to be evaluated.